Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The device was received with minor scratches on lcd window. The device was received with scratched casing, pillowing keypad overlay, cracked case on battery tube area and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 13.0 mmol/l at the time of the incident. The customer stated that the center up screen is dent. The customer stated that the pump does not seem to deliver enough insulin. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.